Event description:
Additional information received indicated that right ventricular (rv) lead insulation damage was visually confirmed upon revision and that the rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there were episodes of noise resulting in oversensing and pacing inhibition on the right atrial ventricular (rv) lead. An insulation damage of the rv lead was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable.